Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
An international distributor reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The review identified data card warnings frequently reported throughout the aeds history where the AED would have attempted to alert the user by flashing its red asi and chirping. On 2/15/25 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 2/18/25 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 3/13/25 when a replacement battery pack was inserted into the AED.